Event description:
It was reported that the moderately calcified, string-sign target lesion in the mid right coronary artery was predilated with a non-abbott dilatation catheter at 8 atmospheres for 20 seconds and at 8 atmospheres for 16 seconds. The xience xpedition stent was deployed in the target lesion at 14 atmospheres for 31 seconds. The stent delivery system (sds) was deflated for the usual amount of time before the sds was attempted to be removed, but became stuck. The distal shaft of the sds separated during the attempt to remove it from the anatomy. The separated segment was removed when all the devices (guidewire, guide catheter) were removed together as a single unit. The vessel was re-accessed and the nc trek post dilated the stent at 12 atmospheres for 15 seconds and 16 atmospheres for 20 seconds. There was difficulty removing the nc trek and all the devices were removed together as a single unit. A non-abbott stent was used to treat the left circumflex coronary artery. There was no clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: concomitant products: dilatation catheter: 3.0x15 sprinter legend; guide catheter: 6 french, rbu - 3.5 launcher. The device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The nc trek referenced is being filed under a separate medwatch MFR number.